Event description:
It was reported that the customer had normal blood glucose levels of 115 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer reported that the insulin pump showed a sensor glucose reading of about 300 mg/dl where the actual blood glucose level was 140 mg/dl. It was reported that the customer had low blood glucose levels of 24 mg/dl in the past. The customer treated with glucose shots. It was reported that the customer also had another event of low blood glucose levels where the blood glucose level was 32 mg/dl. It was reported that the customer again treated with glucose shots. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).